Manufacturer narrative:
Event date:02/06/2019. Manufacture date: 04/27/2019. This is an out of box reported failure on the oxygen manifold. The oxygen manifold was replaced to address the reported problem. Failure analysis on the returned o2 manifold shows that unable to replicate failure. Once sufficient pressure applied to system both valves close and remain closed without leaks. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 12/26/2018. Serial number unknown. Reporter phone number unknown. A follow-up report will be submitted once the investigation is completed.

Event description:
The manufacturer's sales productivity specialist reported that the oxygen demand valve system had failed when the stand was received. There was no patient involvement. The event date was not specified; estimate used.